Event description:
Placing IV (intravenous) in patient. Successful placement, extension tubing connected and when flushing noticed blood and saline leaking from side of the hub. Checked blood return and air coming back into line with blood. Noticed crack in the side of the hub.